Manufacturer narrative:
Sample was collected in bd serum separator tubes. Samples were centrifuged for 10 minutes. Qc was performing within the customer's established ranges at the time of event. System checks performed on (B)(6) 2011 and (B)(6) 2011 passed within instrument specifications. Customer declined service at the time of contact with bci hotline. A definitive root cause has not been determined for this event.

Event description:
A customer reported to beckman coulter inc. (Bci) that the access 2 immunoassay system generated a higher than expected bhcg results for one (1) patient. Repeat analysis of the sample on the same instrument several days later generated a lower result in a different gestational category that was not questioned by the customer. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.